Event description:
When the doctor inserted the catheter into the body and connected it to the cable, there was no image showing on the display monitor. The catheter was removed at that time, and the procedure was completed without any problem. No injury to the patient. The mapping system could not sense catheter and issued a sensor error. No image could be produced.